Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the following: following her surgery, patient began suffering from discomfort and pain in her hip. The pain interfered with her normal daily activities, and affected her gait. Patient's physician performed x-rays which showed progressive osteolysis in the greater trochanteric region of her right hip, as well as pathologic right trochanteric fracture. Blood tests confirmed that she suffered from metallosis. On or about (B)(6) 2011, patient underwent revision surgery, which included "[e]xtra difficulty 2 component revision of right total hip arthroplasty," "[r]emoval of painful retained hardware, trochanteric wires, right hip," "[c]omplete and total synovectomy, right hip joint, secondary to metallosis," [o]pen reduction, internal fixation of right subtrochanteric fracture nonunion," and "[a]uto and allografting of right femoral canal and greater trochanteric fracture of the right hip."

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.